Event description:
It was reported by the physician that patient underwent a total hip arthroplasty on b)(4) 2002. Subsequently, a revision procedure has been indicated due to grinding in the joint and elevated metal ion levels; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: for instance, under possible adverse effects it states, "material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07490 & 07491).